Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. No anomalies were found on the implantable neurostimulator (ins). The stimulation extension¿s body conductor was broken less than 5 cm from the proximal end. The breakage resulted in open circuits on conductors #1 and #3.

Manufacturer narrative:
Concomitant product: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) reported via a manufacturing representative that impedances were measured to be high and low. Impedances of electrode pairs c-8, 8-9, 8-10, and 8-11 were measured to be greater than 10,000 ohms and impedance of electrode pair 9-11 was to be below 100 ohms. The hcp suspected the cause of the event was a fall. A revision was done and the extension and implantable neurostimulator (ins) was replaced. The issue was resolved after the revision. The patient was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.